Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and corrective actions for the device described in this report. A supplemental medwatch will be submitted if add'l info becomes available.

Event description:
It was reported that an oxygenator leaked at the exhaust port and the pt lost a fair amount of blood. In the operating room initiation of ECMO and prior to leaving the operating room the pt received 6 packed cells, 6 units frozen plasma, 10 units of ctyoprecipitate and one unit of platelets. The device was changed out. The pt has since recovered. (B)(4).

Manufacturer narrative:
The product was investigated at the laboratory of the manufacturer. A tightness test of the oxygenators blood side was performed. Hereby a leakage from the gas exhaust port was not confirmed. Thus the reported failure "leakage from gas exhaust port" could not be confirmed.

Event description:
(B)(4).